Event description:
The patient called to report that she has had six to seven v-go 20 devices fall off. The patient says that she applies the v-go device to the back of her arm and that if falls off about four to five hours later. She says that she prepares the application site with an alcohol prep prior to applying the v-go device. She says that the v-go devices are coming off because the weather is warm, and that perspiration is causing for them to fall off. The v-go devices in question are not available for collection. The patient could not provide the product lot numbers or expiration dates because she had discarded all of the packaging for the v-go devices.